Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Results: a sample was not returned for evaluation. A review of the device history record revealed that no quality notifications were raised during the manufacture of the reported lot # 6244611. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer stuck her finger with a 32 g x 4 mm bd ultra fine¿ insulin pen needle while recapping the needle. There was no report of medical intervention.